Manufacturer narrative:
Upon investigation of the actual device used in this that there was intermittent communication issue due to wrong settings. The field service engineer remotely accessed the station and verified that the duplex settings required modification; however, a connection could not be established. Subsequently, the engineer collaborated with the hospital's it department, which enabled them to configure the full duplex speed for successful connectivity. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported when using the pyxis anesthesia es system, the users were not able to log in. The customer reported that because of this malfunction, they were unable to remove medications while dispensing them to the patients. There were no adverse events or injuries reported based on this incident.